Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Customer contacted beckman coulter inc., (bci) and reported that an albumin (alb) cart leaked in the box on their last shipment. No injury was reported on this issue.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 2. The home patient (hp) stated that the supply bag fell off the table and became disconnected. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated that he would use manual supplies to complete therapy. The hp agreed to call the nurse in the morning. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the nurse on (B)(6) 2010 regarding the alarm and the bag falling and disconnecting, it was revealed that the hp had reported to her about this incident. The nurse stated that hp was seen at the clinic on (B)(6) 2010, and hp was doing fine and continuing therapy without any issues. The nurse confirmed that hp did not have, or report any injury or harm as of (B)(6) 2010. The nurse did not know the lot number. Per nurse, hp reported no defects on the supplies. No patient injury or medical intervention was indicated at this time. No further information was provided.